Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customer and retailers have been informed through the adc fa16may2006 letter.

Event description:
Foreign distributor reported an issue with this freestyle meter. There was no report of death, serious injury or mistreatment.